Event description:
Patient reported the infusion device displayed an e8 power interrupt error, and the error message cannot be cleared because all of the buttons are blocked. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to external mechanical damage. As result of the defective button, the pump correctly triggered an unsolvable e8 error message and the other buttons were non-responsive.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.